Manufacturer narrative:
Report #3014845255-2024-03551 is a duplicate of report #3014845255-2024-01549 issued on 10-18-2024.

Event description:
A patient reported that they have not been wearing the lower aligners and are not comfortable putting them in with the movement and bruising they experienced around their crown. The patient wore them for about 4 days until they couldn't handle the discomfort any longer and noticed the bruising on my gums and movement of the crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.